Event description:
It was reported that during an open reduction internal fixation (orif) procedure on the distal humerus, the screw threads unwound as the screw was being inserted. This was viewed on x-ray. The threads appeared to have separated from the main screw shaft. Appearing as a long string on the x-ray. The surgeon removed the screw and as the screw was removed, the threads re-wound around the screw shaft. The surgeon used another screw and completed the procedure without further incident and with no adverse effect to patient noted.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with extensive damage noted at the tip end of the screw. Also the threads are damaged the entire length of thread features. The screw is bowed in the middle. Visual examination is consistent with product complaint. The thread profile, thread major diameter, thread minor diameter, and flutes could not be checked due to damage. The part is bowed which caused the pin to stop mid-shaft. Due to damage, the cannulation could not be checked from tip end. Since all the relevant features could not be checked due to thread damage this complaint is indeterminate from a manufacturing perspective. The lot number is unknown therefore a review of the device history record could not be completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).